Event description:
A penile implant was manufactured by coloplast corp (B)(4) model alpha 1, titan is the name of the reservoir and it uses an otr pump. (B)(6). The implant consists of a reservoir which is placed in the abdomen, pump and release valve that is placed in the scrotum and two tubes that are placed length-wise in the shaft of the penis. This device was implanted into me on (B)(6) 2012. It was removed on (B)(6) and another was implanted at that time. Each one failed and had to be removed. Reason for use: would not deflate.